Event description:
It was reported to boston scientific corporation that a prefyx pps system was implanted on (B)(6) 2007. According to the complainant, post-procedure, the patient continues to suffer from pelvic and groin pain. The patient also suffers from continued urinary incontinence and dyspareunia. According to the physician's office, the physician has not seen the patient since 2007, and at that point she did not have any problems. All other information is unknown and unavailable.

Manufacturer narrative:
Manufacturer name was corrected from boston scientific, (B)(4) to boston scientific, (B)(4).

Event description:
It was reported to boston scientific corporation that a prefyx pps system was implanted on (B)(6), 2007. According to the complainant, post-procedure, the patient continues to suffer from pelvic and groin pain. The patient also suffers from continued urinary incontinence and dyspareunia. According to the physician's office, the physician has not seen the patient since 2007, and at that point she did not have any problems. All other information is unknown and unavailable.